Event description:
A customer observed a falsely elevated troponin I result on a patient sample tested on an eci analyzer. The results were reported, and later corrected. Falsely elevated results may lead to inappropriate physician action. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event found that the delta between the original duplicate results was within limits. The customer correctly follows a testing algorithm. The same sample gave significantly lower results when tested on a different analyzer. A second sample tested on the alternate analyzer yielded results matching the lower retested results. Qc results on the original analyzer were acceptable, as was a troponin I precision test. No issues with sample handling protocol were identified. No analyzer malfunction was identified. The testing for the original sample was completed using a different reagent lot than the subsequent testing, but the original lot is no longer available for analysis. The root cause of the biased results is unknown.